Event description:
The patient was revised due to implant in varus.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. The investigation was limited to the information provided, as the product code and lot numbers required to review the device history records and complaint history were not provided. The initial report states that the implants were positioned in varus during original implantation. No evidence of product contribution was found and the initial report states that it is not suspected that the product failed to meet specifications or contributed to the reported event. The need for corrective action is not indicated.